Manufacturer narrative:
A4 - weight: 58.5 kilograms. Device evaluated by MFR: a promus element plus,mr,ous 2.25x28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal damage. The undamaged crimped stent was measured and the measurement was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified coronary artery. A 2.25x28mm promus element plus drug-eluting stent was selected for use for. However, during advancing it was noted that the stent struts were deformed. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable. It was further reported that the lesion was 90% stenosed, mildly tortuous and moderately calcified.

Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified coronary artery. A 2.25x28mm promus element plus drug-eluting stent was selected for use for. However, during advancing it was noted that the stent struts were deformed. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.